Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis . Additional information: h6. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a sealed foil labeled vcp317 product code, lot number ua2akb, expiration date 2028-12-31. In a second image, four needles are deformed from their original curvature; due to the photo quality, it cannot be determined whether the needles are broken. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Found that the needles bent easily and broke during suturing. Multiple pieces from this lot were affected. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any reported patient or user harm? No. Was there a significant delay? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any needle fall into the patient? If so, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon¿s opinion of the potential consequences for the patient? A manufacturing record evaluation was performed for the finished device and no non conformance's / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.